Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event remains indeterminable; however, patient factors may have contributed to the event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter valve, was implanted inside a disabled 29mm bioprosthetic valve in the mitral position via valve-in-valve procedure due to valve degeneration secondary to calcification. The implant duration of the disabled 29mm bioprosthetic valve at the time of the valve-in-valve procedure was approximately seven (7) years. At echo severe intravalvular regurgitation and mean gradient of 4 mmhg was observed. The patient is reported as being hospitalized in stable condition.